Manufacturer narrative:
Concomitant medical products: product ID a2dr01 ipg, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high number of sensing integrity counters (sic) in the observations of the interrogation. The lead sensitivity was reprogrammed. The will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.